Manufacturer narrative:
Latch assembly.

Event description:
It was reported by service report that the side rails would not latch due to broken spindle spacers and damaged latch assembly. No pt involvement or adverse consequences were reported.